Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following finding: the display lens was scratched and adhesive residue was found on it. Unrelated to the complaint, a dim display with reddish text was observed. The battery compartment was also cracked from the threads left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.